Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during and unknown procedure, the surgeon found a part of the ultrasonic blade tip missing through the laparoscope "when operating in activity hole of enterocoelia" surgeon couldn't find the broken piece. Then broken end was found broken inside the patient through perspective machine. Then the broken piece was retrieved by forceps through the laparoscope. The surgery was delayed and patient consequence was not reported.